Event description:
Information received with return of the device does not address the patient's clinical status but notes that when the leads were connected to the pulse generator, the device failed to pace. The atrial lead and pulse generator were replaced.